Event description:
Clarification of event: after the device was replaced, the atrial lead would still not connect to the device. The initial atrial lead was removed, and a new atrial lead was successfully connected to the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device evaluation anticipated, but not yet begun

Event description:
It was reported that during the implant procedure, the device would not accept an atrial lead into the header port. Several attempts were made, but connection to the device was unsuccessful. The device was replaced and the ra lead was successfully connected. There were no further complications. Patient will be monitored.

Manufacturer narrative:
The reported inability to insert the atrial lead was confirmed in the laboratory. The device was tested on the bench and test leads were inserted with no anomalies. Evaluation of the associated atrial lead indicated it was anomalous. The cause of the reported field event was due to an atrial lead anomaly.